Event description:
It was reported that the patient underwent a previous procedure on (B)(6) 2011, during which a 3.0x15 mm vision stent was placed in the saphenous vein graft (svg) to the right coronary artery (rca). On (B)(6) 2012, the patient presented to the hospital experiencing a non-stemi myocardial infarction with elevated troponin levels. On angiography the vision stent in the svg to the rca was observed to be thrombosed. The decision was made not to perform treatment for the thrombosis. The patient is still taking his cardiac medications. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis and myocardial infarction are listed in the vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.